Manufacturer narrative:
Lot number - unknown. Expiration date - unknown due to unknown lot number. UDI -unknown due to unknown lot number . Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during use of the angio-seal device they recognized that the "holder part" (bypass tube) was missing. They removed the device and used a new one. The new device worked without any problems. Hemostasis was achieved with the new device. It was reported that there was no harm to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional event information.

Event description:
Additional information was received on 5/9/18. The procedure being performed prior to use of the angioseal was a pci (percutaneous coronary intervention). The sheath size used was a 7 french.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. One 8fr angio-seal sts plus device was returned for evaluation. The device was not returned with any accessory components. The hemostatic sheath was not returned. Visual inspection of the carrier tube assembly revealed that the deployment sleeve was in the full forward lock position. The color bands of the deployment sleeve were not visible. The bypass tube was not returned. The anchor was exposed and orthogonal to the carrier tube assembly. Based on the returned device, the complaint could be confirmed for a detached bypass tube. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.